Event description:
It was reported that high impedances were observed during the implant procedure of the patient¿s implantable neurostimulator (ins). It was determined that the high impedances were caused by emi from lights. The lights were then turned off and the impedances were ¿fine¿. The implant procedure proceeded with no further issues. If additional information is received, a followup report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# va0am2p, implanted: (B)(6) 2013, product type: lead. (B)(4).